Manufacturer narrative:
(B)(4). Approximate age of device- 5 months. The explanted pump was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a pump exchange for suspected device thrombosis. Additional information was requested, but not provided.